Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during dwell 3 of 4. The home patient (hp) was still connected, the supply bag was empty but there was solution in the heater bag. The technical service representative (tsr) asked if the bag had come undone; per the hp it had not. The tsr explained the alarm and then helped the hp to clear the alarm through troubleshooting steps. The hp would finish therapy with manual supplies. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding reported problem. The hp stated that they did continue therapy using manual supplies and everything continued fine. The hp stated that they used the machine the next evening without any further problems. The hp stated that they did not notice anything different with the supplies that could have caused the alarm. The hp stated therapy overall has been going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.